Event description:
It was reported that the patient underwent a laparoscopic colectomy procedure on (B)(6) 2014 and suture was used. The needle detached from the suture during a first passage of knotted suture under the skin. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual needle was returned for evaluation. No defect was observed on the returned needle. The suture was not returned. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.